Event description:
Several events of enfit port detaching from tube for various lots of 6fr and 8fr avanos corflo feeding tubes. Tube replacements required for all patients affected. Patients required tube replacement under anesthesia completed in interventional radiology, additional exposure to anesthesia and radiation to replace defective tubes. In one event port detached at home and patient required admission for care and replacement. Device code: 2907. Patient code: 4582. Reference report mw5187614, mw5187615, mw5187616.